Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported three cases of eye infection in the past two years. Additional information was requested for this report. Upon follow up it was informed that there are no other details available.

Manufacturer narrative:
Additional information in device evaluated by MFR?, evaluation codes and additional MFR narrative. The product lot specific to this event is not known; therefore, lot history and device history record review is not possible. A sample has not been returned for this complaint. This file will be processed for closure and opened at a later date if a sample is received. The root cause of the customer's complaint is not known; a sample was not returned for investigation. With the information available to date, no evidence exists to suggest that the reported product contributed to the event. (B)(4).